Event description:
It was reported that during an arthroscopy, the twinfix ultra screw was broken while implantation. The procedure was completed with a smith and nephew back up device. It is unknown if there was a delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
H10: h2: additional information on b5 and h6.

Event description:
It was reported that during an arthroscopy, the twinfix ultra screw was broken while implantation. The anchor was removed from the patient with tweezers. The procedure was completed with a smith and nephew back up device using the original drilled bone hole leaving no void in the patient and a twinfix ultra pk 4.5mm was used to to prepare the insertion site. There was a no delay and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the anchor and suture strings in place. The anchor is fractured just below the proximal end of the suture window. The prongs at the distal end of the insertion shaft are deformed. There is biological debris on the returned items. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the raw material strength requirements and storage requirements specified and each lot must be accompanied by a material certificate of analysis. The root cause has been associated with a component failure. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Based on this investigation, the need for corrective action is not indicated.